Manufacturer narrative:
Evaluation of the explanted pump, confirmed internal driveline wire damage that would have contributed to the reported pump stoppages. The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of the driveline was also returned. Evaluation of the inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the internal portion of the distal segment of the driveline revealed breaches to the insulation of the yellow, brown, and orange wires approximately 0.25 inches from its cut end. The yellow wire redundantly supports motor phase 1; the brown wire redundantly supports motor phase 2; and the orange wire redundantly supports motor phase 3. The remainder of the driveline was submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the yellow, brown, and orange wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stoppages that were confirmed through the analysis of the submitted system controller log files. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 years and 8 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2007. It was reported that multiple alarms occurred prior to (B)(6) 2017 that could not be visualized in the system controller event history. Log file analysis completed by the manufacturer¿s technical services representative revealed one low flow event on (B)(6) 2017 that did not persist long enough to trigger an alarm. On (B)(6) 2017 the patient experienced a syncopal episode during a pump stoppage event. The patient had agonal respiration and was intubated. CPR was performed and the patient's system controller was exchanged. The manufacturer's technical services representative reviewed the submitted log file and observed multiple pump stoppages, low flow, low speed and percutaneous lead disconnect events while the system was connected to both battery and patient cable power. On (B)(6) 2017, the patient's pump was exchanged.